Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and menorrhagia ("menstrual hemorrhaging"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device and menorrhagia outcome was unknown. The pregnancy outcome was not reported. The reporter considered menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.